Event description:
It was reported that a patient's implantable cardioverter defibrillator presented with ventricular intermittent sensing and under sensing. Programming changes were made. The patient was stable.